Event description:
It was reported that the patient presented for an implant procedure. It was noted that stylet failed to be advanced on the lead. The lead was not used and replaced during procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of ¿stylet failed to be advanced on the lead¿ was confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. A stylet insertion test found obstruction/restriction at the distal region of the lead. Visual and x-ray inspections did not find any anomalies at the stylet obstruction region. Additional analysis was performed and the inner coil at the stylet obstruction region of the lead found excessive blood inside the inner coil. The cause of ¿stylet failed to be advanced on the lead¿ was isolated to clogged blood inside the inner coil.